Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, an electrode was unable to be loosened from the setscrew of the device. The device was replaced to resolve the event and the patient status was unknown. Further information was requested but none was received.

Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew to release the v-lead was confirmed. The analysis found the setscrew could not be untightened and had to be removed by machining. Epoxy was confirmed to be the substance found in the connector block threads, which caused the setscrew to be stuck in place and unable to be untightened by the wrenches. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. As a result of these findings, abbott has performed further investigation. Actions have been taken to prevent reoccurrence.